Event description:
Customer reported dark appearence of screening cell iii in all five sets of panoscreens I/ii/iii that they received.

Manufacturer narrative:
Performed a retention product inspection on 1 unopen kit of panoscreen I,ii,iii, lot 13605. Vial iii had a slightly yellow diluent exhibiting 1+ hemolysis; with red cells that were dark red in color. Cells I and ii appeared normal. Growth was observed on the retnetion samples after 7 days of incubation; yeast was identified. The package insert advises the user not to use the product if the cells darken, spontaneously clump, or if there is significant hemolysis.